Event description:
A home health nurse called from the pt's home and stated the device was used to check the pt's blood glucose and received a result of hi. The pt was taken to the e.r. And their glucose was 29mg/dl. Pt was admitted and treated for hypoglycemia. Controls were out of range on the system. No other info was provided. The device was replaced and requested to be returned for eval.